Manufacturer narrative:
The field service engineer could not determine a cause. All electrodes were replaced. Successful mechanical checks, ise checks, calibration, and controls were run. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat results were deemed to be correct. The first sample initially resulted with an na value of 152 mmol/l, which repeated as 144 mmol/l. The second sample initially resulted with an na value of 149 mmol/l, which repeated as 141 mmol/l. The third sample initially resulted with an na value of 151 mmol/l, which repeated as 145 mmol/l. The na electrode lot number was b83, with an expiration date of 08-feb-2021.